Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion. All related medwatch reports associated with this incident: (B)(4).

Event description:
The initial reporter stated in a previous filed medwatch report, the registered nurse (rn) stated to the respiratory therapist (rt) the ventilator was broken while using the avea ventilator. The issue occurred during patient use. The initial reporter stated the rt observed a frozen screen and no ventilation from the ventilator. The initial reporter stated the patient was being manually ventilated by the rn. Carefusion (cfn) customer advocacy (ca) inquired additional information from the initial reporter regarding the event. The initial reporter verified patient involvement, but no patient injury occurred. The initial reporter was unable to verify the serial number of the suspect device associated with the incident. The initial reporter stated clinical engineering was unable to recreate the issue, and nothing appeared to be wrong with the suspect device. The initial reporter stated they have been unable to determine whether or not the suspect device was returned for evaluation and servicing.